Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted after two months of implant time. There is no allegation against device function. Subsequent information revealed that there was an oversensing issue with the ventricular lead.